Manufacturer narrative:
Date of event: please note that this date is based off the date of acceptance of the article as the event dates were not provided in the published literature. Other relevant device(s) are: product ID: xom unk blade, serial/lot #: ni/ni. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the report is based on review of literature journal. Information published in this scientific article was to evaluated the safety and effectiveness of combined direct laryngoscopy and trans-stomal endotracheal surgery in the treatment of pediatric peristomal pathologies. This was a retrospective study spanning between january 2006 and august 2018. Complications reported in the study did not include information on whether the medical devices caused or contributed to the issue, nor did they explain which device was used in which procedure. Reported events: the complication of excessive bleeding was reported for a total of 17 patients; 1 with tracheal stenosis, 4 with suprastomal granulation tissue, and 12 with a combination of both. All complications of bleeding were intraoperative and were immediately attended to. All patients bleeding was controlled uneventfully.